Event description:
Subsequent to device applications, md had two pts who reported hearing a noise and then noting that the ball joint had loosened on the fixator. Md removed the fixators and performed a second surgery to apply bone graft material to the fractures.